Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/30/2017. Device returned to manufacturer? Yes. Device evaluation: returned sample testing: 2 samples were returned for evaluation. Per the physician he used two units that day but he does not remember which unit had the issue, therefore both were investigated. The returned complaint samples (2) consisted of the activated cylinders (both with approximately 0.4 ml remaining of expellable solution), the cylinder holders, the plunger rods (both screwed into the backside of the blue rubber plungers) and the cannulas (without protection sheaths) which were attached at the cannula mount on the holders. The assembled syringes were placed into the product boxes (also both lot uc31373) along with the dfu. The boxes were then each placed into a plastic bag. The syringes were numbered 1 and 2 for the purpose of this investigation. This investigation has confirmed that the ¿blue material¿ observed by the customer is a blue, rubber coring particle originating from the healon v product¿s blue rubber perforation membrane (syringe #2). Coring of the perforation membrane during the activation of the healon v product is a known observation and the source of the ¿blue material¿ observed by the customer. Two films were provided for review as follows: this film clearly shows that the blue particle is expelled from the cannula at the 4 second point in the film. The particle is approximately 250x400¿m along the longest axes based upon comparison with the outer diameter of the cannula (27g, 0.4 mm od). The particle is also slightly crescent shaped. Thus the size and shape are indicative of coring of the perforation membrane occurring at cylinder activation. This second film clearly shows that the blue particle is successfully removed from the eye. This occurs at the 15 second point in the film. Retain testing: visual inspection on retained products on lot# uc31373 was verified october 25, 2017. 46 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. Cannula was clean and without damage. No visible defects on the product box. The printing on the carton and labels are correct. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, this is a known issue - occurrence rate acceptable. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the device is not implantable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blue material was injected into the eye with a healon 5 ophthalmic viscosurgical device (ovd). It was removed during the same surgery. No patient injury was reported. No additional information was provided.